Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The 29mm commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No case imagery or device photographs were provided for review. A device history review (DHR) review and lot history review were not able to be performed as the lot number of the delivery system was not provided. As the complaints were not able to be confirmed, a complaint history review was not required for the reported events. Per the instructions for use (IFU) and training manuals, for valve alignment: unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Rotate the balloon lock away from you to lock and towards you to unlock. Lock/unlock symbols are found on the balloon lock. Check delivery system before valve alignment. If kinked, do not use. O caution: maintain guidewire position in the left ventricle during valve alignment. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. Fine adjustment indicator shows how much fine adjustment is left. If additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock. Note: a gap between the thv and distal valve alignment marker may result in difficulty crossing. An overlap cannot be reversed and may prevent proper thv deployment. Additional considerations: compression may be observed in the distal portion of the flex catheter during valve alignment. Diving may be observed between the thv and the flex catheter tip during valve alignment. To correct, move to a different straight section of the aorta (for diving only). If using the balloon catheter, push forward slightly, and then continue pulling back until part of warning marker is visible. If using the fine adjustment wheel, reverse and then continue with fine adjustment until thv is centered exactly between the valve alignment markers. Thv moves in only one direction relative to the balloon. Warning: if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. Thv deployment: check to ensure the thv is exactly between the valve alignment markers. If a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaints were not able to be confirmed as neither the device was returned and no applicable imagery was provided. As a result, presence of manufacturing non-conformances was unable to be determined. A review of manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the event. As noted in the description, ¿as per medical opinion, there should had been a damage in commander delivery system during insertion through the esheath, which meant that proper alignment was no longer possible¿. Based on the review of historical data resistance with delivery system advancement through sheath and valve alignment difficulty can be attributed to patient anatomy. As mentioned, the patient had moderate calcification and tortuosity present. Performing valve alignment in a tortuous anatomy can result in high alignment forces when attempting to align the valve over the alignment markers. The resulting high alignment forces can induce tension in the delivery system leading to difficulty when attempts are made to align valve over the inflation balloon and/or using the fine adjustment wheel to control the fine positioning of the thv. Under simulated conditions (valve alignment performed in kink fixture to represent a tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. As mentioned, ¿the valve was not properly aligned with the distal marker. During deployment, the valve slipped proximally away from the balloon out of the native valve" as the valve was not aligned properly on the inflation balloon (valve not fully aligned with distal marker), during deployment, it can result in the valve embolizing towards the aorta. Additionally, the presence of calcification in the vasculature can create sharp nodules that may compromise the balloon integrity leading to the reported balloon burst. Although a definite root cause was not able to be determined, available information suggests in addition to procedural factors (high alignment forces), patient factors (calcification, vessel tortuosity) may have contributed to the valve alignment difficulties. Patient factors (valvular calcification) may have contributed to the reported balloon burst during valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-13284.

Event description:
As reported by our affiliate in (B)(6), a 29mm sapien 3 valve was implanted in the aortic position by the transfemoral approach. Resistance was experienced while inserting the commander delivery system into the esheath, high push force was required, and valve alignment was not feasible. A balloon aortic valvuloplasty (bav) was performed. The valve was not properly aligned with the distal marker and during deployment, the valve slipped proximally away from the balloon and out of the native aortic valve. It was not possible to retrieve the partially expanded valve for deployment in the descending aorta. Since the valve could not be aligned, the attempts were unsuccessful. During the attempt to recapture the valve for deployment in the descending aorta, the delivery system balloon ruptured. The valve remained in the abdominal aortic bifurcation. The valve was surgically removed. Post valve explant, the patient was stable. No further attempts were made to treat the aortic stenosis. Information regarding the native annular diameter was not provided. Moderate calcification and tortuosity were reported in both iliac arteries and the aorta.